Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test as the indicator lights did not flash when the unit was plugged in. The power supply board was bypassed with a lab inventory power supply board. This time, the unit navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit alarmed for each of the temperatures: low temperature--- 25 degrees c. Normal patient scenario--- 37 degrees c. High temperature scenario--- 42 degrees c. Since there were no defects observed with the user interface and the unit still alarmed after the sample psb was bypassed, by process of elimination, there appears to be an issue with the power control board as well. The complaint is confirmed. The sample was returned with defective power supply and power control pcbas. A device history record review was performed and no relevant findings were identified. The reported complaint of "unit is not heating" is confirmed. The sample was returned with defective power supply and power control pcbas. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that these defects were present at the time of release. The sample was manufactured in 2008. The device was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the unit does not heat prior to use on a patient during pre-testing. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit does not heat prior to use on a patient during pre-testing. No patient involvement.